Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was failed. The field service engineer replaced retractor band on 5-1 and cleaned and reseat row board header cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.